Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 4. This is a non-us event. This occurred in canada. Consumer reported via e-mail that upon removal a tampon fell apart. She manually removed the pledget pieces from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.